Event description:
After the lens was implanted, the doctor noticed that the haptic was broken. He enlarged the incision to remove and replace the lens with no consequences to the pt.

Manufacturer narrative:
See MDR 192066402010-00127 for the intraocular lens used with this device.